Manufacturer narrative:
The insulin pump was received with a loose drive support disk and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a protruded drive support cap. The customer stated that it came out during rewind. The blood glucose at the time of the incident was 116 mg/dl. Troubleshooting was performed. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device was returned for analysis.